Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement. There was no noise noted. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Event description:
Additional information was reported that the sensing, pacing and shock impedance measurements were in normal range. However, the physician suspects that the lead may be fractured. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead still remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.